Manufacturer narrative:
(B)(4). Component code: (B)(4). A manufacturing record evaluation was performed for the finished device lot number qkmazu / j490g, and no non-conformances related to the reported complaint condition were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported:""needle falling off suture." And in the attached document it also indicates "upon grabbing the needle out of the packaging the needle would immediately fall of the suture" please clarify: what was being done when the needle pulled-off (in the package/ removal from package or during passage through tissue)? Please clarify, how many suture/needle pull offs occurred during suturing on this one patient during this single surgical procedure? Per attached document "this happened to all the packs in the package" the single complaint was reported with possible multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle fell off the suture. Additional information was requested,